Manufacturer narrative:
(B)(4) - prosthesis thrombosis. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 1 year 4 months. Through follow-up with the health-care provider, the surgeon indicated that valve was replaced due to sub-acute prosthesis thrombosis which required urgent surgery. Through further follow-up, it was learned the patient was kept on warfarin for 3 months and then stop and started on aspirin. He had asked hematologists to look into any potential clotting disorder but all tests were fine. The solution was to keep the patient with the new valve on lifelong warfarin therapy. Additionally, the surgeon has indicated that the event was not device related.